Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter; ubd: 12-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 500 mcg/day via an implantable pump for intractable spasticity. It was reported the patient experienced increased spasticity in their upper extremity. It was indicated the catheter needed to be higher in the spinal canal. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. A catheter replacement occurred, and catheter tip was placed higher in the spinal canal. The catheter was replaced on (B)(6) 2018. The catheter was discarded. The issue was resolved at the time of the report. The patient¿s status at the time of the event was provided as ¿alive-no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.